Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had a string like substance when pulling back the plunger. The following information was provided by the initial reporter : pharmacist called in a complaint that they noticed a string-like substance when pulling back plunger from entire lot 1011645. They opened another lot to compare and it looked normal visually prominent. Sample status : not available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had a string like substance when pulling back the plunger. The following information was provided by the initial reporter : pharmacist called in a complaint that they noticed a string-like substance when pulling back plunger from entire lot 1011645. They opened another lot to compare and it looked normal visually prominent. Sample status : not available.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.